Event description:
It is reported that the articular surface would not seat properly on the tibial plate.

Manufacturer narrative:
The articular surface would not seat therefore the surgeon used a second articular surface. The device was not returned and its location is unknown. Device history records for the articular surface were reviewed for deviations and/or anomalies with no deviations/anomalies identified. This device is used for treatment. A complaint history search was performed and there were no other complaints for the associated part and lot numbers. Based on the information provided, a definitive root cause could not be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.